Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the customer's report. It is noteworthy to mention the wye circuit was not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "self check failure - 1003" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.